Event description:
Pt (B)(6) was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6) 2010. She was transferred from the circulatory support system (css) console to the investigation freedom driver system on (B)(6) 2011. On (B)(6) 2011, after 265 days on device, the hospital vad coordinator reported that a tear had developed in the cannula of pt (B)(6)'s right tah-t ventricle. The vad coordinator also reported that pt (B)(6) twisted her cannulae when picking up and setting down the freedom driver, which may have led to the tear. Pt (B)(6) went to the hospital and the cannula tear was repaired at the hospital with vulcanized tape. She was discharged to home the same day. There was no impact on the pt. Syncardia has requested that the tah-t and cannulae be returned to syncardia for eval after the pt has been transplanted. The results of the eval will be provided in a supplemental MDR.